Event description:
It was reported by customer that the liquid was observed leaking beyond the plunger of the syringe. Event description: material #: 309653 & batch#: 3353400. We recently encountered an unexpected issue with one of your syringe products. During preparation, a patient dose was drawn into the syringe, and liquid was observed leaking past the plunger. We are requesting a formal evaluation of the syringe involved. For your review, we have included photographs of the affected syringe along with this complaint. Any injuries and/or harm? None.

Manufacturer narrative:
Device evaluation: the presence of liquid leakage beyond the syringe plunger was reported. As the physical sample was not returned, a comprehensive product evaluation could not be conducted. To support the investigation, three photographs were submitted and reviewed by the quality team. The images depict a syringe containing solution, with a visible droplet located over the rubber stopper. No additional information could be discerned from the photographic evidence. A review of the device history record (DHR) for material number 309653, lot 3353400, was completed. The review confirmed that all manufacturing processes and final inspections were performed in accordance with established specifications. No deviations, nonconformances, or quality notifications were identified that could be linked to the reported condition. Based on the photographic evidence, the reported observation was substantiated. However, in the absence of the physical sample, a conclusive root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.